Event description:
The customer reported the IV set disconnected from the microclave port and leaked during pt use. There was no report of pt harm or medical intervention. No add'l pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the affected prod has not been rec'd. A f/u report will be submitted with investigation results should the device be rec'd for eval.